Event description:
It was reported that the patient presented to the hospital for a generator change out procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in false automatic mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2023 during the generator change out procedure. The patient experienced no adverse consequences throughout.